Event description:
Patient reported rupture. Device remains implanted. This record represents the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.